Manufacturer narrative:
Corrected data: UDI #.

Event description:
Physician has reported "rupture" via pfn. The device was explanted. This case relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, crease fold red particles and opening. A microscopic analysis was performed a sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the anterior due to an unidentified (tear) opening. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician has reported "rupture" via pfn. The device was explanted. This case relates to the right side.